Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 1 ml ls 26 ga 5/8 in intradermal bev had the needle and syringe separate. The following information was provided by the initial reporter: "the injection needle could be pulled out of the syringe when the medicine was drawn."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: one sample was received by our quality team for evaluation. From the sample received, the syringe plunger was observed with a short mold defect. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the short mold could have occurred at the machine start-up. The startup material should purge for at least five shots, and it is suspected that the material purging was not enough during the machine startup which caused the short mold plunger to escape to the next process. The startup procedure was revised to increase the purging from at least five shots to seven shots and communicated with associate to purge and scrap the machine startup material for the seventh shot.

Event description:
It was reported that 3 syringe 1ml ls 26ga 5/8in intrademal bev had the needle and syringe separate. The following information was provided by the initial reporter: "the injection needle could be pulled out of the syringe when the medicine was drawn."